Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted an arc mark on the titanium case. Review of the stored memory confirmed a short circuit condition was detected during a shock delivery. Arcing damage like that seen with this device is consistent with an attempt to deliver therapy through a shorted lead system, which may cause internal damage to the circuitry. Based on inspection and analysis of this device, evidence indicates the device was damaged after delivering a shock through a shorted defibrillation lead.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had reverted to safety mode. The patient had not been exposed to radiation or electrocautery. It was reported the patient had received a shock the week prior and experienced syncope. There was a concern the battery depleted prematurely. An invasive procedure was performed. The device was explanted and replaced with another manufacturer's device. No additional adverse patient effects were reported. Additional information was received following the explant that during the device change out procedure the implantable defibrillation lead was visibly damaged in the pocket. The lead was repaired and lead replacement was planned for a later date.